Manufacturer narrative:
The insulin pump had an unresponsive button due to an unlocked connector at the lcd board. The unit was unable to undergo the displacement test due to the unresponsive button. The unit also had a cracked reservoir tube lip and minor scratches on the lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's father reported via phone call that the insulin pump had a keypad anomaly; one of the buttons is nonfunctional. The patient's blood glucose at the time of incident was 297 mg/dl. Troubleshooting was initiated for the keypad anomaly. The customer's father did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care provider's instruction. The insulin pump was returned for analysis and a replacement device was shipped to the customer.